Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure it was noted that the right ventricular (rv) lead threshold was noted to be significantly higher when measured via the cardiac resynchronization therapy defibrillator (crt-d) as opposed to the pacing system analyzer (psa). The physician reopened the partially closed pocket as they suspected that the tie placed on the rv lead anchoring sleeve was tied too tightly. The physician also noted a connection issue at the rv lead header interface was possible. The anchoring tie was replaced, and the rv lead was reconnected to the crt-d. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.